Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120302.

Event description:
It was reported that the patient's atrial lead exhibited an unspecified issue. The lead was programmed off. The patient's status was unknown.